Event description:
It was reported that a pump pocket infection occurred post operation. Actions required as a result of the event consisted of explant; the whole system was removed due to the pump pocket infection. No diagnostic testing or troubleshooting was performed as it was not required. Patient symptoms included drainage and incisional wound opening with the location specified as the device pocket. The system wouldn¿t be returned, the customer discarded it. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver compounded baclofen. It was later reported that the infection resolved and the patient was scheduled to have the pump re-implanted on 2014-08-25. The device manufacturer representative didn¿t believe there was meningitis. It was noted the hcp that did the implant and explant could speak to the course of treatment and specifics of the infection. It was also reported the last refill had been done on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).